Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported avalon fm20 fetal monitor loudspeaker error. It is unknown if there was sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
After further investigation the complaint is not longer a reportable event. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The customer reported that an error was displayed indicating that a speaker failure occurred. Philips service confirmed that audio was heard from the device. No patient harm has been alleged or is expected. The available information does not suggest that the malfunction would be difficult to detect since the presence of the inop or error message would be obvious to users. Additionally, the instructions for use (IFU) instructs the user how to resolve the inop or error message. If the malfunction were to recur and the user was unable to resolve the inop or error message, the user is likely to utilize back-up monitoring processes to proceed with the case. If back-up monitoring processes were unavailable and lack of back-up monitoring processes was to preclude the use of the scanning device in diagnosis, alternative diagnostic methods would be implemented as warranted for the patient.